Event description:
Rptr complains of low blood pressure,peripheral neuropathy, carpal tunnel syndrome, anxiety, depression, organizational difficulty, lack of concentration, short-term memory loss, getting lost or confused, balance disturbances, atypical m-s, reduced blood flow to brain, elevated cholesterol, rapid deterioration of eyes, extremities: chronic pain, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, hysterectomy, endometriosis, substantial hair loss not connected with medications. Frequent migraines/severe headaches. Heart problems. Hypersensitivity to: chemicals, connective tissue disease, inflammation, swelling, pain/arthralgia, persistent joint stiffness, liver tumors, muscle spasms, muscle pain & burning, fibromyalgia, rashes, sun sensitivity, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, and misjudge distance/run into objects. Also reports numbness in breast and capsular contractures. Implants have ruptured.